Event description:
It was reported that while attending an epilepsy foundation program, the pt experienced a seizure that lasted almost 20 minutes which was noted as unusual for this pt. A magnet swipe was attempted in order to abort the pt's seizure however the seizure persisted. The pt was taken to the ER for treatment. The pt has reportedly been doing well with vns therapy following implant on (B)(6) 2011. Attempts for additional info have been unsuccessful to date.